Manufacturer narrative:
(B)(4).

Event description:
It was reported that the pt's pump was removed as it had "rubbed a whole in her stomach". The type of medication, concentration, and daily dose being administered via the pump were not reported. Add'l info has been requested, a f/u report will be sent if add'l info becomes available.